Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer blood glucose level was unknown. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to clear the alarm. Customer was able to complete pump rewind. The customer was assisted with troubleshooting. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.